Event description:
It is reported that the surgeon tried to seat two different liners into the cup and they would not seat. A third one was tried and seated properly.

Manufacturer narrative:
This report will be amended when our investigation is complete.